Event description:
It was reported that the pt was experiencing repeated external equipment failures. During the testing of the pt's device, lock could not be obtained. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.